Event description:
Drug/diluent: 5fu; fill volume: 223 ml; flow rate: 2.0 ml/hr; procedure: chemotherapy treatment; cathplace: IV. Patient reported his pump was empty when he woke up. The pump should have finished at 5:00 pm (date not stated). The pump appeared to be empty when the patient returned to the facility for disconnection. The pump was placed in a bag for pick up and the bag appeared to have a small amount of fluid in it. No adverse event reported. Start of infusion was on (B)(6) 2013 at 16:10 pm.

Manufacturer narrative:
Method: the device was returned to the manufacturer for an evaluation and investigation. The device evaluation is anticipated, but not yet begun. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusion: a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.